Event description:
It was reported that the ventilator had lower delivered tidal volume, (500ml->343ml). It is unknown if the ventilator had an audible alarm or if it was connected to a patient when the reported problem occurred.